Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017 the patient presented from outside hospital with right lower quadrant abdominal pain after forceful coughing on (B)(6) 2017. The patient had a CT scan on (B)(6) 2017 which confirmed a rectus sheath hematoma with a drop in hemoglobin (hgb) and hematocrit from 12.4 g/dl and 39.5% to 10.4 g/dl and 33.8% in the setting of supratherapeutic inr. General surgery was consulted and decided to wait. On (B)(6) 2017 the patient had an acute drop in hgb to 7.6 g/dl overnight and measured at 7.4 g/dl in the morning. On (B)(6) 2018 the patient's hgb dropped to 6.9 g/dl and the patient received 1 unit of packed red blood cells (prbcs). On (B)(6) 2018 the patient's hgb and hematocrit increased to 7.8 g/dl and 25.2%. The patient's CT scan of abdomen / pelvis showed an increase in the excluded aneurysm sac diameter suggestive of aortic rupture. The patient was admitted to the cardiovascular intensive care unit for medical management and treatment for her expanding abdominal aortic aneurysm (aaa). Vascular surgery assessed the patient and determined that she was at an excessively high risk of mortality from any open repair and endovascular options were likely exhausted as well. There were no suitable surgical interventions found. On (B)(6) 2018 coumadin and all anti-platelet medications were stopped given prognosis with abdominal aneurysm / contained rupture. The patient continued on all other medications and was discharged to home on (B)(6) 2018 in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. A direct correlation between the reported pneumonia and heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. On (B)(6) 2017 the patient presented from an outside center with lower quadrant abdominal pain after forceful coughing on (B)(6) 2017. A chest x-ray revealed lung opacities and the patient was treated empirically with ceftriaxone and doxycycline for pneumonia. An abdominal/pelvic CT scan performed on (B)(6) 2017 revealed an increase in the excluded aneurysm sac diameter, suggestive of aortic rupture, as well as a rectus sheath hematoma. These findings were associated with a drop in hemoglobin and hematocrit values to 10.4g/dl and 33.8%, respectively, in the setting of a supratherapeutic inr of 6.7. Vascular surgery was consulted and concluded that the patient was at an excessively high risk of mortality from any open repair and endovascular options were likely exhausted as well. No suitable surgical interventions were available at that time. On (B)(6) 2017 the patient experienced a drop in hemoglobin to 7.4g/dl and stabilized over the next 24 hours. On (B)(6)2018 the patient¿s hemoglobin was measured at 6.9g/dl and they received 1 unit of packed red blood cells. On (B)(6) 2018 the patient¿s hemoglobin and hematocrit values increased to 7.8g/dl and 25.2%, respectively. On 05jan2018 coumadin and all anticoagulation were held given the patient¿s prognosis with the abdominal aneurysm/contained rupture. The patient continued on all other medications and was discharged home in stable condition on (b)(2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use lists localized infection and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. Care instructions regarding preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.